Manufacturer narrative:
Three portex® endotracheal tubes were returned for analysis in used conditions. No discrepancies were found upon visual inspection. Functional testing was performed by inflating the syringe while submerged under water; leakage was observed coming from a small tear in the cuff to all 3 samples. Relevant documents were reviewed and deemed adequate. An audit of the production floor was performed by reviewing training records and relevant procedures; all deemed adequate. Thirty two samples were reviewed for tracheal inflation line and leak tests; no discrepancies or leaks were found. Based on the evidence the complaint was confirmed. However, the root cause is unknown.

Event description:
Information was received indicating that immediately following intubation of the patient with a smiths medical portex endotracheal tube, air came out of the cuff. There were no reported adverse patient effects.